Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, prior to the procedure, it was noticed that the wire had been exceeding the outer sheath when unpacking. The wire was noted to be broken outside of the patient upon unpacking, thus there was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Block h10: visual examination of the returned device revealed that the cutting wire was broken and kinked. The kink was noted close to the broken section. According to the product analysis, the cutting wire of the returned product was found to be broken and kinked, which is an issue that could have been generated by the user during the unpacking. The kink could be contributed to the broken cutting wire failure. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation on december 7, 2018 that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, prior to the procedure, it was noticed that the wire had been exceeding the outer sheath when unpacking. The wire was noted to be broken outside of the patient upon unpacking, thus there was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.